Event description:
It was reported to philips that intermittent geo ipc connection loss required system reboot on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
No permanent fix was implemented, and the geo ipc was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).